Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis (pd) patient reported finding a fluid leak following his discontinued treatment. When he opened the cassette door after receiving a cycler alarm there was coming from the cassette door. The sample was not retained for evaluation. During follow up the patient's pd nurse reported the patient has not had any signs of infection. His effluent has remained clear and he was not prescribed any antibiotics. No adverse event reported at this time.